Manufacturer narrative:
The laryngoscope holder model göttingen (article no. 8574ku, lot zm01) was examined following a customer complaint. The investigation revealed chip formation at the thread, which confirmed the customer complaint. Further tests showed that the gear wheel rubs against the worm, resulting in pitting. Machining by grinding showed only a slight improvement. Comparison with an older gear wheel (2002) indicated that the problem lies with the worm itself. The detailed analysis confirmed that the complaint was due to a technical problem with the worm and was not a handling error. In addition, we would like to call your attention to a warning in the corresponding instructions for use. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the locking in the wheel and during the wash, particles are coming out of the instrument. Shaving particles falling out during the case. A backup device was used, and the procedure was completed successfully with a delay of 5-10 minutes. No customer harm. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).